Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse cleaned the drain sensor s172 and the well of the b/f probe to avoid any obstructions. The aia-900 instrument was returned to operable status. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-jun-2018 through aware date 17-jul-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [3004] liquid leak detected. Cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event was due to crystallization in the b/f probe area.

Event description:
A customer reported to the distributor getting error message "3004 liquid leak detected" while running patient samples on the aia-900 instrument. The customer observed overflow of the hose that leaves the well, where the b/f probe is located, with liquid. The customer requested service to address the event. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.